Event description:
It was reported that the patient went to the emergency room (ER) after receiving seven inappropriate shocks. The lead exhibited t-wave oversensing (twos) and far field r-wave (ffrw) sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.